Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited loss of capture when the pacing rate was around the patient's intrinsic rate.